Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported that on (B)(6) 2015, the device being used on a patient during transport, did not alarm when the spo2 fell very low. The user alleged that the device was giving a visual indication of an alarm, but no sound. A patient from the nicu was involved. There is no specific information about the patient other than a statement that the patient suffered no harm as a result of the desaturation.